Event description:
The left anterior descending artery (lad) was punctured during an angioplasty procedure, resulting in tamponade. The ep technologies perivac kit was used to perform a pericardiocentesis. The physician sutured the straight drainage catheter from the kit to the thoracic wall. Pt stabilized after receiving a few units of blood. Two hours later, the pt was placed on their side for an ultrasound. At that point the drainage catheter was reported to have punctured the right ventricle. The right ventricle puncture was sutured with a thoracotomy.